Manufacturer narrative:
Date of event was not provided, estimated date entered.

Event description:
It was reported that in preparation for the procedure, the patient had been sedated with propofol. Prior to the procedure, errors 465 and 241 were received. The procedure was then cancelled. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Event description:
It was reported that in preparation for the procedure, the patient had been sedated with propofol. Prior to the procedure, errors 465 and 241 were received. The procedure was then cancelled. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
Upon receipt of the generator, this device was thoroughly analyzed. Incoming functional testing did not identify any error codes appeared. Analysis was also unable to replicate the reported error code 465 (reading from pressure sensor translates to pressure greater than 800mmhg at power up) and error code 241 (pressure value above 3102 mmhg during vapor generation or above 800 mmhg when priming initiated). The generator passed the power on self-test (post). The syringe and delivery device were connected to the generator without any issues. The generator also primed and flushed per specifications. The generator passed full functional and electrical safety testing. Based on the information available and analysis results, a conclusion code of no problem detected was assigned to this investigation.